Event description:
It was reported that during a surgical procedure at the user facility, the bottom of the duraguard was not aligned. The user facility reported that the procedure was completed successfully without a delay. The user facility also reported that there were no adverse consequences or medical interventions.

Manufacturer narrative:
This follow-up report is being submitted due to the investigation being completed. The stryker service technician visually confirmed the bottom part of the duraguard not aligned with the cutting accessory. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that during a surgical procedure at the user facility, the bottom of the duraguard was not aligned, and that the dura matter was ripped. This is reported under manufacturer report # 0001811755-2016-02890. The user facility reported that the procedure was completed successfully without a delay, and that there were no adverse consequences or medical interventions.

Event description:
It was reported that during a surgical procedure at the user facility, the bottom of the duraguard was not aligned. The surgeon at the user facility reported that he ripped the dura matter during a case. This is reported under pr# (B)(4). The user facility reported that the procedure was completed successfully without a delay, and that there were no adverse consequences or medical interventions.